Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm, blank display and failed battery test noted. No unexpected resetting time/date after changing battery noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker, slight corroded battery cap contact, corroded battery tube and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.